Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic total laparoscopic hysterectomy procedure on (B)(6) 2016 and the barbed suture was used. During closing the vaginal cuff, a strand of the suture broke after putting it through the loop and pulling up on the suture. The procedure was completed with different suture. There were no patient consequences reported. Additional information has been requested.